Event description:
It was reported that the patient with this pacemaker device was found in safety mode during interrogation. The patient reported palpitations symptoms. Technical services (ts) recommended to have this device replaced soon. It was also noted that this device battery was depleting earlier than expected. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device will be sent back for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that the patient with this pacemaker device was found in safety mode during interrogation. The patient reported palpitations symptoms. Technical services (ts) recommended to have this device replaced soon. It was also noted that this device battery was depleting earlier than expected. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device will be sent back for analysis.